Manufacturer narrative:
Samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received one closed sample for analysis. We have tested the needle attachment strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with optilene. During an unspecified surgery, the needle came off the suture. It was noted that it occurred on the third suture. This did not cause any patient harm. Additional information was not provided.